Manufacturer narrative:
Additional information was received about the patient and the event. The patient was male and date of birth was (B)(6) 1948. The lens was explanted due to the surgeon selecting the wrong power and patient became myopic. There was no issue with the lens. The surgeon used the same lens but different power, a zlb00 17.5 diopter as the replacement lens. There was no patient injury such as a incision enlargement or vitrectomy. The patient is doing well. Age/date of birth: (B)(6) 1948. Sex/gender: male. The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the surgeon would be explanting a tecnis tmf (tecnis multifocal) lens. Further follow up confirmed that an explant of an intraocular lens, model zlb00, was performed on (B)(6) 2016. No further information was provided.